Event description:
Manufacturer rep reports pt's previous device explanted in 2005 due to infection. The device was explanted but not returned to the manufacturer for analysis. No information on pt symptoms or outcome available at the time of this report. A follow up report will be sent when additional information is received.